Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in a long lesion in the thigh. After the first pass, a control angiography was performed. During the second attempt to use the jetstream catheter, however, the wire could only be advanced about 10 centimeters. It was noted that the catheter was stuck. Another jetstream catheter was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event- the date of the event was unavailable per the account/customer. Date of event was estimated based on the date boston scientific became aware of the event.

Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in a long lesion in the thigh. After the first pass, a control angiography was was performed. During the second attempt to use the jetstream catheter, however, the wire could only be advanced about 10 centimeters. It was noted that the catheter was stuck. Another jetstream catheter was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event- the date of the event was unavailable per the account/customer. Date of event was estimated based on the date boston scientific became aware of the event. Device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed damage to the sheath 13cm from the tip. Microscopic examination revealed no additional damages. Device to device interaction test was performed and the test guidewire could not pass through the damage section. X-ray of the sheath confirmed the guidewire could not pass the damaged section and there is nothing blocking the guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported guidewire issue.